Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. She stated that the alarm occurs once a day and she resumes and programs a new bolus r sometimes she has to remove the reservoir and prime. She also reported that the insulin pump has a crack on the bottom by the esc button towards the reservoir and into the reservoir window. Blood glucose value was 110 mg/dl. The device was returned for analysis.